Event description:
On (B)(6) 2012, the customer contacted baxter's technical service center to request to have the homechoice device swapped. During the conversation, the home patient (hp) alleged the homechoice machine caused a hernia because the homechoice pulled on her when she was empty. The hp stated that last week ((B)(6) 2012), she had to go to the hospital because of the hernia. Treatment was not reported. The hp had been doing manual exchanges ever since. The hp wanted the homechoice exchanged in case the homechoice caused the hernia. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the hernia and hospital visit. The following information was reported. The pdrn stated that the hp experienced drain pain several months ago and programming on the homechoice was changed to help correct the issue. The pdrn stated that the hp had not reported to her any recent issues of drain pain. The pdrn stated that the hp had recently reported to her that she had a hernia, but had not confirmed the diagnosis with the physician. The pdrn was unaware if any treatment was done for the hernia. The pdrn was unable to provide a causality statement for the event of hernia. The pdrn stated that she did not feel comfortable giving further information related to this event.

Manufacturer narrative:
(B)(4). The device was returned, but is still under evaluation at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the root cause of the problem was undetermined. A review of the device history records and service history records revealed no issues that would cause or contribute to the reported problem. A review of event logs was performed and revealed no failures or malfunctions that would cause or contribute to the reported problem. The device passed electrical testing, but failed functional testing due to a time-out while trying to communicate with the unit under test (uut). Internal and external visual inspections revealed no problems. Per the device evaluation, there were no failures or malfunctions that would have caused or contributed to the reported problem.